Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. Model#: sc-4318, lot#: 20712379, description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Drainage was noted. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the infection was caused by a mild superficial wound dehiscence. The patient was placed on antibiotics.

Event description:
A report was received that the patient had an infection at the ipg site. Drainage was noted. The patient underwent an explant procedure. No device malfunction was suspected.